Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had ventricular fibrillation. The patient was shocked a couple times. The issue reoccurred and pump was explanted shortly after. It is unknown if the explant was related to the patient's arrhythmia issues.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf could not be determined. Corrections to the initial MFR report: d4 model number. G1 MDR reporting contact email.